Event description:
Additional information was obtained indicating that the loss of capture (loc) elicited less than 2 seconds of asystole for the patient. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
The product was explanted and will not be returned. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead was already turned off before the patient went to the clinic due to loss of capture in all configurations at maximum outputs. The patient had diaphragmatic myopotential stimulation. The patient had recently underwent an atrioventricular nodal ablation and had atrial lead or lv perforation noted due to patient symptoms observed. Boston scientific technical services (ts) noted the lv pace/sense configuration. The lv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.